Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Longevity analysis found the device to be within estimated longevity. Bench testing was performed and no anomalies were noted. The reported event of premature battery depletion could not be confirmed.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device delivered vibratory alerts due to premature elective replacement indicator (eri). The device was explanted and replaced and the patient was stable with no consequences.